Event description:
Boston scientific received information that this right atrial lead had fractured. During routine follow up, the lead displayed greater than 2500 ohm pacing impedances and loss of capture. The device was reprogrammed to vvi for the time being. The patient is to be seen at a later date to discuss adding a new atrial lead. As of today, no adverse patient effects have been reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.